Event description:
It was reported to philips that the azurion device was taking a long time to boot up. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (rse) analyzed the system onsite and could not replicate the reported issue. Upon functional testing was performed and identified the system consistently takes approximately 4.5 minutes to boot. Fse gave instructions to use system guideline which describe "the system takes 5 minutes from switching on until all functionality is available". Upon inspection, the rse found no issue with the device and confirmed with customer that the device was working as expected. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable.